Event description:
Customer performing parallel testing of 0.8% resolve a, lot# 8ra197. Customer states that pt samples containing anti-e, -fye, -s and passive anti-d were missed. No death or serious injury is assocated with this event.